Event description:
Dr. Was adjusting one of the arms for the greenberg retractor when the cable inside the arm snapped and the pieces dropped on the floor and into the crani bag. We collected all the pieces and saved them for biomed. An x-ray was taken.